Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a rapid increase in high voltage lead impedance, to high and out of range, was observed. The lead was explanted and replaced without complications. The patient will continue to be monitored.